Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient stated that upon sensor deployment, the sensor wire was not attached to the sensor pod, but patient discovered the wire on the floor. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).